Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the programmer touchscreen did not work properly. It was also indicated that the programmer had system error and a noisy fan. The programmer was repaired and returned to service. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer's touchscreen was not working properly. The programmer was returned for service. There was no patient involvement.